Manufacturer narrative:
This event will be updated once the investigation is complete. Trends will be evaluated.

Event description:
Allegedly, a study from lawson et al. In 2020 (anterior percutaneous-assisted total hip arthroplasty: surgical technique and early outcomes) was reviewed and information is provided below: component loosening in a patient who underwent direct anterior total hip arthroplasty (da tha).